Event description:
Customer alleges discrepant results with meter compare to lab: date: (B)(6) 2011, inratio: 1.1, inratio: 1.2, lab: 3.1. Comparison done within 45 minutes. Pt's target therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.